Manufacturer narrative:
The field service engineer (fse) serviced the instrument on (B)(4) 2011 and discovered the cylinder lock nut on the centrifuge transfer arm came off. The fse adjusted, tightened, and aligned the transfer arm. The fse completed testing and returned the instrument to operation. Transfer arm. All related medwatch reports: 2050012-2012-00264, 2050012-2012-00271, 2050012-2012-00272, 2050012-2012-00273, 2050012-2012-00274. Beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
The customer reported the centrifuge dropping patient sample tubes involving automate system. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.